Event description:
It was reported that the patient had been shocked repeatedly and complained of dizziness due to supra ventricular tachycardia (svt) with a sudden change in rate and morphology which in turn resulted with a discriminator not properly withholding therapy. The device currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product: product ID 0184 competitor implantable tachy lead implanted: (B)(6) 2011 product ID 4469 competitor implantable pacing lead implanted: (B)(6) 2011. (B)(4).